Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary tubing set was being used to deliver an unspecified medication via a plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port of the primary tubing set for a piggyback delivery, an unspecified premedication prior to the delivery of an unspecified chemotherapeutic agent. After the premedication delivery was complete, the male adapter of the secondary tubing set was disconnected from the clave secondary port of the primary tubing set. At an unspecified time, the male adapter of a second unspecified secondary tubing set was connected to the clave secondary port of the primary tubing set for a piggyback delivery, an unspecified chemotherapeutic agent. After an unspecified length of time, it was reported that solution leaked from the tubing between the clave secondary port and the cassette of the primary tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The primary tubing set was replaced and the therapy was resumed. The customer contact reported that visual examination of the primary tubing set found the tubing between the clave secondary port and the cassette was torn. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.